Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if the device jaws broke off of the device? Did they completely separate from the device shaft? Did they fall into the patient? If yes, please confirm that all parts that separated from the device were retrieved. Please confirm if all pieces of the device, including the separated piece, will be returning for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the end of the device broke off and then had trouble pulling device out from the trocar to remove. Another like device was used to complete the procedure. There were no adverse consequences for the patient.